Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that on (B)(6) 2015, the pd catheter insertion was conducted for the patient. After the patient being hospitalized for two days, the nurse found that there was a hole in the exterior port of the dialysis catheter. There was oozing. Patient-(B)(6)years old, male. The sample will be returned for investigation.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The sample consisted of 1 cut piece of the catheter belonging to the swan neck tnckhoff sn tw rght. A visual inspection was performed and the piece of tubing had imperfections in the internal channel. The imperfections look like scratches. The adapter was not received for evaluation. The catheter involved in this complaint is used along with a titanium adapter which is assembled by the physician at the time of implantation. These adapters are formed by two pieces that are screwed together on the silicone tubing to be installed. Based on the appearance of the tubing, it can be concluded that tubing may have been damaged during the installation of the adapter. There was no evidence of holes in the tubing. The adapter may have been misassembled causing fluid to expel from it. According to the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. Overtightening catheter connections can crack some adapters. The most probable root cause could be due to the catheter was not assembled correctly. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, manufacturing performs a 100% visual inspection during tubing extrusion per procedure and another 100% visual inspection during punching operation per procedure, which would identify nicks or cuts in the tuning and the catheter assembly, and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.